Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the 98% in-stent restenosis (isr) in the distal saphenous vein graft (svg) to right posterior descending artery (r-pda) was treated with the placement of 4.00 x 24mm promus premier stent. Following post-dilation, residual stenosis was 0% with timi 3 flow. The 75% lesion in the proximal svg to r-pda was treated with the placement of 4.00 x 38mm promus premier stent. Following post-dilatation, residual stenosis was 0% with timi 3 flow.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-03117. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was diagnosed with unstable angina and was subsequently referred for cardiac catheterization. On the same day, index procedure was performed. Target lesion #1 was located in the distal saphenous vein graft (svg) to right posterior descending artery segment (r-pda) with 90% isr (unknown drug-eluting stent) and was 42mm long with a reference vessel diameter of 3.6mm. Target lesion #1 was treated with direct stent placement using 3.50 x 38 mm and 3.50 x 12 mm pe plus study stents in overlapping manner. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with complaints of chest pain that starts in her back and radiates to chest and both arms, lasting a few minutes, and relieved with nitroglycerin. The patient also complaints of dyspnea, fatigue, palpitations and dizziness. Subsequently, the patient was referred for cardiac catheterization. The following day, coronary angiography revealed 98% distal stenosis on svg to r-pda and 75% proximal stenosis (isr of study stents). Percutaneous coronary intervention (pci) was performed in the distal svg to r-pda to treat 98% stenosis, with 0% residual stenosis. Additionally, pci was performed in the proximal svg to r-pda to treat 75% stenosis, with 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin.